Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed temperature sensor harness. The device was evaluated upon receipt. Getting an alert 80 (non-recoverable system error the control processor failed to detect a simulated water temperature fault). After 1 hour and 45 minutes received a 72. Tech put in test harness due to t2 reading 99. Replaced tank harness. During burn in an alarm 74 occurred, secondary outlet water temperature sensor out of range. Tank harness was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was getting an alert 80 (non-recoverable system error the control processor failed to detect a simulated water temperature fault) and 72 (non-recoverable system error primary outlet water temperature sensor out of range ¿ low resistance), the csv files confirmed it. Sending biomed an assessment quote. Per follow up information received via task on 02apr2025, sample has been received for repair. No patient involved at the time of the malfunction. Per sample evaluation results on 17apr2025, during burn in an alarm 74 occurred, secondary outlet water temperature sensor out of range.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was getting an alert 80(non-recoverable system error the control processor failed to detect a simulated water temperature fault) and 72(non-recoverable system error primary outlet water temperature sensor out of range ¿ low resistance), the csv files confirmed it. Sending biomed an assessment quote.